Event description:
It was reported the camera head did not compute with the processor. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation identified a puncture on the cable, a noisy image, and failed a leak test. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer reported malfunction is cause traced to component failure. It is likely the cause of puncture on the cable was due to component failure. However, a definitive root cause could not be established. It is likely the cause of failed leak test was due to component failure. However, a definitive root cause could not be established. It is like the cause of the noisy image was due to a faulty charged coupled device. However, a definitive root cause could not be established. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.